Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked. It was further reported that the medication pushed through the distal port would leak out through a more proximal port. This event occurred when a resistance was created on the patients end. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photo was performed using the naked eye. The photo only showed part of the y-site of the set and a leak was observed on the patient¿s arm. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.